Event description:
The customer reported that: "the lower (distal) hole of the stryker tibial centromedullary nail was not adapted to the diameter required for the 4.2 drill bit. This led to great difficulty for the surgeon. Resistance was felt by the surgeon when inserting the drill and also when positioning the screw. In addition, when removing the drill bit, pieces of titanium were found on it."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report. H3 other text : device disposition is unknown,